Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance as it was found out that the lead was fractured. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance as it was found out that the lead was fractured. The lead was surgically abandoned. No additional adverse patient effects were reported.